Manufacturer narrative:
The device involved in the reported incident is not expect to be received for evaluation, as the issue is that a instrument set was not delivered. An investigation has been initiated based upon the reported information.

Event description:
It was reported the patient was under anesthesia and the surgery had begun when it was discovered the correct instruments were not present. The customer called customer service to book a loan set for the hallufix ablation device. The customer had to book the loan because th same day another surgeon intended to put a hallufix plate in another patient so the set would not be available for both surgeries. The customer had a similar instrument set and requested if it could be used to do the ablation of the hallufix plate (if the sets were compatible). Customer service confirmed after checking this information and the consignment stock of the customer. Consequently it was decided the loan set of hallufix ablation would not be sent. The day of the surgery, when the patient was under anesthesia, the type of screwdriver was checked by the surgeon and the surgery began. The surgeon discovered at this time that the screwdriver is not compatible. It was impossible to remove the plate. The surgeon was surprised the prints of the hallufix screw and weil screw and weil screw are different.

Manufacturer narrative:
Additional information received. It was not necessary to do a second surgery. Integra completed its internal investigation 17aug2015. The investigation included: method: - review of complaint management database for similar complaints. Results: the issue is a distribution-related issue. It is not related to the performance of the product. Since the creation of the sets (ff2 and hallufix), this is the 1st case reported. Conclusion: after investigation, integra cannot confirm the complaint. There is no trace of the customers call, neither a product/set order, nor a written confirmation of the green light given by the customer service to the customer. Furthermore, the design of the two products are different. Moreover, there is no nonconformity to a process or a procedure. In view of the elements explained above, we can state that integra¿s responsibility is not engaged.

Event description:
Reporting classification updated due to additional information reported.